Manufacturer narrative:
A DHR review revealed that there were no non-conformities associated with this valve during its manufacturing. Chemical analysis of the fiber found on the valve was performed. Infrared spectrum (ir) spectrum of the unknown particle showed similar absorption characteristics when compared to cellophane-like material. The bill of materials (bom) for the valve, including packaging material, was reviewed and there were no green cellophane-based materials found. Cellophane is derived from cellulose through a series of processes. Cellulose is material that is used in clothing. The source of the fiber particulates could not be confirmed, but it is speculated that a linen fibers from the manufacturing technician's clothing could have been introduced onto the valve during the manufacturing process. Edwards enforces strict gowning procedures in each production cleanroom. Prior to this complaint a corrective action was initiated to address this issue. The manufacturing sop was updated to clarify a preexisting inspection step to look for foreign particles on the valve and inside the jar. In this case, the valve was manufactured prior to the implementation date of these corrective actions. No further actions are required at this time.

Manufacturer narrative:
The device was returned to edwards for evaluation. A visual inspection was performed prior to the device being decontaminated. One green particulate was found on the rough side of a leaflet, confirming the reported complaint. No other damage was noticed on the frame, leaflet, or skirt. The particulate was removed and sent for chemical analysis. The investigation is ongoing, pending the results of the chemical analysis.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, when the valve was opened, there was green dye or a green piece of a suture on one of the leaflets. The sapien valve was put aside and not used on the patient. Upon investigation it was learned that the green suture-like material could not be removed during the mandatory rinsing during device preparation.